Manufacturer narrative:
Patient diagnosed with lung cancer - no explant of device planned.

Event description:
Premature battery depletion. This device was one of 25 devices that had premature battery depletion. This MDR is being filed retroactively at teh request of cdrh and oii after an inspection in feb of 2025. Avertix performed a recall/correction in 2023 for this issue.